Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer reported open book image and insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
S/w version = 4.11j. Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, cosmetic damage located at the back of the insulin pump, and exposed to moisture found on january 25, 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, however, during self-test a pump error 75 occurred due to moisture. High sleep current was noted during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, and vibrator harness assembly. Successfully utilized thus to download history files, trace files. Force sensor zero offset is within specification 23.2 volts. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage, and corroded battery tube. Cosmetic damage was confirmed at the back of the insulin pump. Critical pump error (open book image) alarm not confirmed. Insulin pump exposed to moisture confirmed at electrical board 1, electrical board 2, force sensor, motor, and vibrator harness assembly. Pump error 75 due to moisture damage. Unexpected battery power loss confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.